Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that bilateral implantation of ibds is a safe and effective technique to preserve iia flow in selected patients with suitable anatomy, showing similar technical success and mid-term outcomes to the unilateral use of the device. Device not returned.

Event description:
Received an article titled use of bilateral cook zenith iliac branch devices to preserve internal iliac artery flow during endovascular aneurysm repair. Purpose: this study aimed to describe the indications, technical options, and outcomes with the use of bilateral ibds. Method: all patients undergoing elective implantation of bilateral cook zenith ibd between january 2010 and september 2017 in a single centre were included. Per the article deaths occurred within the study period related to myocardial infarction.